Event description:
When the ventilator savina was used on patient, an esu (electrical surgical unit) was applied by the medical doctor to the patient. A medical doctor tried tracheotomy, applying an esu to the patient during the patient was supported by savina. Electrical sparks coming from the esu caught fire, and then the patient was burned over the face and trachea.

Manufacturer narrative:
Investigation is started, but not finished. Final evaluation will be reported in a follow up report.